Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block which was not resolved by complete set change or infusion set change. The insulin did not exit during 5 unit fixed prime or fill cannula. Insulin did not exit with plunger push and tubing with plunger priming. Customer also had high blood glucose level due to insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.